Event description:
The customer called to report server issues. They alleged that this was a problem with the raid controller. The issue was narrowed down to firmware failure and all firmware was updated.

Manufacturer narrative:
Device evaluation anticipated but not yet begun.

Event description:
It was reported that both the atrial and ventricular leads were oversensing, and as a result, the patient received inappropriate shocks. Hence, the leads were explanted.

Manufacturer narrative:
Analysis found outer insulation abrasions and both svc cables melted at 17.8 cm from connector pin. Inner insulation abrasion was also observed in this area. The lead abrasion is consistent with that produced by friction with the ICD can.